Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was exhibiting noisy stored electrograms and delivery of an inappropriate shock while reaching under a golf cart.